Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was found that the guide wire was kinked during used on the patient." A new guide wire was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned an opened cvc kit including one guide wire within its advancer and a 2-lumen catheter for analysis. The guide wire was observed to have two kinks towards the distal j-bend of the body. The distal j-bend was slightly misshapen but intact. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was found that the guide wire was kinked during used on the patient." A new guide wire was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."